Event description:
It was reported that patient experienced withdrawal and was admitted to the hospital. It was later reported that a motor stall had occurred and was confirmed in attention dialogue box. The pump was replaced. Drugs delivered via the device were hydromorphone, clonidine and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2007, explanted: unk; catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2007, explanted: unk.